Manufacturer narrative:
Two segments of the lead subsequently were returned to our post market quality assurance laboratory. Visual observation noted that a segment of the middle of the lead body appeared to be missing, and all filars appeared to be cut. Set screw marks were noted on all lead terminal pins. The extracting stylet was returned in the lead tip segment. A suture was tied around the lead body insulation for removal purposes. There was evidence of induced damage, consistent with an explant procedure, to the lead¿s coils on the proximal spring electrode, the expanded-polytetrafluoroethylene of the proximal and distal spring electrodes, and deformed conductor coils on the distal spring electrode. Blood/body fluid was noted in the lumens of the segments, and the tip housing had been pulled inside the tined insulation. The tined insulation was later cut open to examine the tip; it was observed that a portion of the mesh screen and mesh ball were missing, and the mesh screen was torn. There also was evidence of damage to the trilumen webbing in an area from 322-335 millimeters from the terminal pin, and surface abrasion on one side in this same area, which likely was caused by entrapment in the clavicle-first rib region. X-ray analysis of the segments showed no other anomalies. The segments passed the testing of the integrity of the inner insulation and electrical continuity testing. No other testing was performed. The clinical observations could not be confirmed by the analysis of the returned lead segments.

Event description:
Boston scientific received information that this right ventricular (rv) lead's impedance was measured at 2200 ohms. The lead subsequently was replaced with a competitor's rv lead. There was no report of adverse patient effects.this lead was abandoned surgically and is not available for analysis. This event will be reopened and updated if additional information is received.--

Manufacturer narrative:
This lead subsequently was explanted secondary to the extraction and replacement of the patient's acute leads due to their subclavian location, and the competitor's rv lead's advisory status and high impedance measurements. There were no adverse patient effects.

Event description:
--